Event description:
The event took place during a re-embolization procedure performed at the anterior communicating artery for coil compaction, which was previously emboized with trufill dcs coils on a 10mm aneurysm in march 2005. An envoy 6fr mpd guiding catheter was approached and the status of the aneurysm was confirmed under the angiography. It was difficult to approach the anterior communicating artery with the excelsior 1018 microcatheter and a transend ex .014" guidewire, as the vessel was very tortuous between the right internal carotid artery and the anterior cerebral artery.the guidewire was changed to a gt 0.016" double angle and 4 trufill dcs coils were deployed; complex 5-5, helical 5-8, helical 4-8, and helical 3-8. The physician attempted to deploy a helical 3-6, but it was removed. The microcatheter was then changed to an echelon 10 (ev3) microcatheter and the guidewire was changed to a transend ex .014" guidewire. Two gdc coils were deployed into the lesion; gdc 10-2d sr 4 mmx8cm and gdc 10-ultrasoft stretch resistant coil 2mmx6cm. The physician then attempted to deploy a 2mmx3cm gdc 10 ultrasoft stretch resistant coil, but it was removed. When the gdc 10 ultrasoft stretch resistant coil was advanced to the lesion, the blood flow disappeared at the left a2 area under angiography before detachment. Urokinase was administered, as the physician thought that the occlusion was cause by thrombus. The physician had difficulties approaching the left a2 area from the anterior communicating artery with the transend ex.014" guidewire for infusion of the urokinase. The guidewire was advanced with torque; no flow was noticed after urokinase was administered; the physician thought that the absence of the flow was caused by the thrombus, as the gdc 10 ultrsoft stretch resistant coil was moved to the vessel.pta was then performed with a gateway 1.5-9mm at the neck; however, no flow was observed. After this incident, embolization was attempted with the echelon 10 microcatheter and the transend ex.014" guidewire. When the transend ex .014" guidewire was advanced to the top of the internal carotid artery with torque, it did not move. The guidewire had fractured at 3-cm from the distal tip. The fragment remained near the m3 area. The fragment was successfully removed from the body with the aid of a goose neck. The procedure was reported to have been successfully completed and the patient was reported to be in good condition.